Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure, the helix of the right ventricle (rv) lead took several turns to extend while positioned in the apex, and jumped out suddenly. The position of the lead showed poor sensing values, therefore the physician decided to implant the lead into the septum. After difficulty to extend the helix again, after several turns (over 100 turns) the helix could not be extended. The lead was exchanged to a lead of a different model to complete the procedure. No adverse effects were reported.